Event description:
During a procedure for an osteoporotic sacral fracture a small amount of kyphx-hv-r bone cement extravasated outside the sacrum. Post-operatively the pt had increased radicular pain in one leg. A second procedure was done and extravasated bone cement was removed without complication. The pt was seen for a follow up visit and the leg pain persists. Additional tests are scheduled to evaluate continued pain.